Event description:
It was reported that a mitraclip procedure was performed to treat advanced atrial functional mitral regurgitation (mr) with a grade of 4+ on a patient with significant left atrial enlargement. A first clip, a mitraclip xtw (50217r1071), was inserted and deployed. However, difficulties visualizing the clip occurred, and immediately post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the first clip, a second clip, a mitraclip xtw (50204ra032) was then deployed medial to the first clip. To further reduce mr, a third clip, a mitraclip (50217r1064) was inserted and positioned lateral to the first clip. However, during deployment of the third clip (50217r1064), the first clip (50217r1071) completely detached from both leaflets, and had traveled to near the left pulmonary vein. The procedure continued with the implantation of the third clip, lateral to the second clip. To remove the first clip (50217r1071), a snare was inserted, and the clip was snared out of the patient, with support from vascular surgery via the groin region. The procedure was successfully completed, reducing mr to a grade of 2+. The patient was reported to be stable, extubated, speaking, and in good condition. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, the reported slda and subsequent expulsion resulting in embolism appear to be related to patient and procedural conditions as per the physician, it was initially believed to be due to imaging, as a consequence of a more challenging case and advanced atrial functional disease. Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. Embolism is a known possible complication associated with mitraclip procedures. Unexpected medical interventions and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat advanced atrial functional mitral regurgitation (mr) with a grade of 4+ on a patient with significant left atrial enlargement. A first clip, a mitraclip xtw (50217r1071), was inserted and deployed. However, difficulties visualizing the clip occurred, and immediately post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the first clip, a second clip, a mitraclip xtw (50204ra032) was then deployed medial to the first clip. To further reduce mr, a third clip, a mitraclip (50217r1064) was inserted and positioned lateral to the first clip. However, during deployment of the third clip (50217r1064), the first clip (50217r1071) completely detached from both leaflets, and had traveled to near the left pulmonary vein. The procedure continued with the implantation of the third clip, lateral to the second clip. To remove the first clip (50217r1071), a snare was inserted, and the clip was snared out of the patient, with support from vascular surgery via the groin region. The procedure was successfully completed, reducing mr to a grade of 2+. The patient was reported to be stable, extubated, speaking, and in good condition. There was no clinically significant delay in the procedure.